Manufacturer narrative:
Initial reporter's phone extension: (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the connector was damaged and was twisted out of alignment on the device. Therefore, the reported condition was confirmed. It was determined that this was due to turning the connector instead of plugging it straight in and out. The assignable root cause was determined to be due to component damage caused by user error, abuse, and/or misuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the motor device would not plug into the console device. It was reported that an identical spare motor device was plugged into the same console device and the device worked as expected. There were no delays to the surgical procedure and the procedure was successfully completed. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.